Manufacturer narrative:
A product investigation was completed: visible inspection shows that the screw head is sheared off from the shaft. The broken surface is homogenous what indicates material conformity. Due to the level of damages, it is not possible to measure relevant dimensions. Visible signs at the screw indicates strong applied mechanical force what may have applied while removal procedure. Torsional overloading would be most appropriate root cause for the breakage finally. No product related issue could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. This report is for an unknown matrixneuro screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number 04.503.xxx provided. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a removal surgery, the head of a screw broke and the shaft remained in the patient¿s bone. When the surgeon tried to remove the screw using screwdriver it broke; the reported screw had been implanted in the margin of the base bone. Then, the surgeon shaved bone around the remaining shaft of the screw and removed it; all broken off pieces were removed. A surgical delay was reported; however, the length of the prolonged time is unknown. The surgery was successfully completed. The reason for the removal surgery is being captured and reported in linked complaint (B)(4). This report is for an unknown matrixneuro screw. This is report 1 of 1 for (B)(4).